Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected, however the reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported event could not be objectively verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set was leaking from the middle of the one-link connector. This issue was identified during patient use. To resolve this issue, the set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.